Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0016556. Medical device expiration date: 2024-12-31. Device manufacture date: 2020-01-16. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in 1 bd luer-lok¿ tip syringe in lot 0016556, and 2 syringes in an unspecified lot during use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "caller reported that there was debris in the syringe when filling the syringe with insulin."

Event description:
It was reported that foreign matter was found in 1 bd luer-lok¿ tip syringe in lot 0016556, and 2 syringes in an unspecified lot during use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "caller reported that there was debris in the syringe when filling the syringe with insulin."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 10/8/2020 h.6. Investigation: one 3ml syringe in an opened blister pack from batch 0016556 with a small amount of clear fluid inside and a needle attached was received and evaluated. It was observed there was a small white cylindrical foreign matter particle present on the stopper. The particle did not appear to be related to the manufacturing process. Potential root cause for the foreign matter defect was likely not associated with the manufacturing process. Based on the color, size and shape, the particle was likely from the vial septum. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. See h.10.